Manufacturer narrative:
Additional information: device manufacture date and unique device identification (UDI) provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. No evaluation has been performed as the reported issue was resolved via initial troubleshooting.

Event description:
A medtronic representative reported that, while outside of a procedure, the trackers on the imaging system could not be seen by the navigation system. It was reported that the navigation system and imaging system were restarted. There was no patient present when this issue was identified with resolution. No additional information was provided.